Manufacturer narrative:
Device lot number corrected from 20228424 to 0019732872. Device expiration date corrected from 01/31/2020 to 09/18/2019. Device manufactured date corrected from 2/01/2017 to 09/21/2016. (B)(4).

Event description:
It was further reported that the balloon was inflated twice. The first inflation was done at 10 atmospheres; however, upon the second inflation, the balloon ruptured. The device was completely removed all together with the guide catheter and the procedure was completed with another device.

Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. A visual examination identified a complete circumferential tear approximately 12mm proximal to the proximal edge of the proximal markerband. The balloon material was also noted to be torn longitudinally beginning approximately 12mm proximal to the proximal edge of the proximal markerband at the site of the complete circumferential tear, the longitudinal tear extended across the entire length of the balloon material. A microscopic examination on the balloon identified no issues with the balloon material that could have contributed to the complaint incident. None of the balloon material had detached. A visual and microscopic examination identified no damage or any issues with the markerbands of the device. A visual and microscopic examination noted damage on the tip of the device. The proximal end of the tip was noted to be compressed. No issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. As part of the investigation an electronic device history record relating to the batch was performed and no issues were noted with the batch that may have led to the complaint. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-08299. It was further reported that the target lesion was 90% stenosed, severely tortuous and moderately calcified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. An 8.0 x 200, 135cm mustang balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured. No patient complications were reported and the patient's condition was stable.